Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad) to mid lad. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second dilatation at 8-10atm upon inflating up to rated burst pressure 12atm; usage was discontinued. A wolverine 3.5x10 was then used and completed the procedure. No patient complications were reported.